Event description:
The patient experienced localized swelling under her chin near throat incision after implant. She was seen by the healthcare provider and was given antibiotics (amox-clav generic for augmentin). The issue is now resolved.